Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Reservoir is slit open in the lower area like with a craft knife and therefore could not be used. The box was in perfect condition. The sterile outer packaging has been slit.

Manufacturer narrative:
Pr 2139848 follow up emdr for device evaluation: no photos or samples that display the reported condition were provided to our quality team for evaluation; therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for reported lot 0001349655 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections throughout manufacturing, including verification that the package seal is complete and free from defects, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. A review of machine records verified that all machine parameters were within required limits, there was no evidence that any corrective maintenance was performed on the sealing machines. Based on the available information we are not able to identify a definitive root cause at this time. Complaints received for this device and defect will continue to be monitored for future occurrences. H3 other text : see manufacturer narrative.

Event description:
Reservoir is slit open in the lower area like with a craft knife and therefore could not be used. The box was in perfect condition. The sterile outer packaging has been slit.